Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. The patient presented to the surgeon on (B)(6) 2011 with a recent pain. The surgeon could feel a left recurrent hernia. The patient had a reoperation on (B)(6) 2011 for an indirect recurrent hernia. The mesh had shrunk medially exposing the internal inguinal ring. The patient underwent a lichtenstein repair. The patient was seen by the surgeon on (B)(6) 2011 and is currently fine. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01763. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic repair of an inguinal hernia on (B)(6) 2009 and mesh was used. On the (B)(4) questionnaire, the patient reported that he developed a recurrent hernia on (B)(6) 2011 and had a re-operation on an unknown date.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.